Event description:
Hosp advised that a medley system was set up to infuse on a pt and had been on the pt for several days. In 2002 at approx 5:00 a.m. A 50 ml bag of morphine was hung on pumping module and the rate set at 4 ml/hr. Administration set was not changed at this time. At approx 8:15 a.m. The user observed the bag had emptied. There was no pt consequence. Pt was on a ventilator and dialysis at the time.